Event description:
It was reported that a flat plastic particle (approximately 1-2mm in size) was observed in a low volume infusor. The reported condition occurred before patient use. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The lot number 13c023 was manufactured between march 1, 2013 - march 4, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: one unit was received with approximately 240ml of fluid in the bladder. Visual inspection of the returned unit confirmed the reported problem. A clear fragment of plastic particle approximately 1.6 mm in size was found floating freely in the solution of the bladder; in the fluid path. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The particle was observed in a large (not low) volume infusor. The baxter-compounded solution inside of the device was filtered prior to filling. Fourier transform infrared spectroscopy (ftir) determined the particle to be polyethylene. The plastic bags inside of the cleanroom are made of polyethylene, and the particle was determined to be a fragment of one of these bags. In order to address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.